Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a no delivery alarm after changing reservoir due to empty reservoir. Customer's blood glucose was 86 mg/dl. After troubleshooting, customer continued to receive no delivery alarm. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. However, the insulin pump was received cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.